Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
On 2015-11-24 information was received from an healthcare provider (hcp) regarding a patient who was receiving dilaudid (concentration, dose, and dates of therapy not reported) via an implantable pump. Indications for use included non-malignant pain and other non-malignant pain. Medical history included an unspecified surgery on an unspecified date, as well as a previous magnetic resonance imaging (MRI) with the pump in the past. Concomitant medications were not reported. On (B)(6) 2015-11-24, the patient was getting a magnetic resonance imaging (MRI) done to rule out a suspected catheter tip fibroma and lower extremity weakness. No allegation against an implanted device was made. Additional information regarding the "surgery before" and "MRI in the past," onset date of the lower extremity weakness and suspected fibroma, clarification of the event (device issue, patient/therapy issue, or procedure issue), results of the current MRI, diagnostics performed, actions/interventions taken, resolution, and cause of the lower extremity weakness and fibroma was requested. If additional information is received, a follow-up report will be sent.